Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (56 mg/dl). Reportedly, the pump basal rate needed to be adjusted and a time segment needed to be added. Tandem technical support guided the customer through adjusting their pump settings. Customer consumed food to stabilize blood glucose levels.